Manufacturer narrative:
Account said they opened up the siderail and adjusted the pins in the center arm to resolve the problem.

Event description:
Account alleged the siderail is not latching on a just delivered bed.